Event description:
Customer states: during use for pt, ticking sound was heard from outlet. Stopped using the unit and restarted it in nurse station. Smoke reeked up from outlet. Test prior to use: yes. Pt involvement: yes. Pt harm or injury: no.

Manufacturer narrative:
The unit was received and evaluated by the technical support center. The reported condition was confirmed. The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.